Manufacturer narrative:
The investigation determined that code 541-014 (luminometer data invalid) occurred on multiple quality control samples while using the vitros hbsag and anti-hbs reagents on a vitros eciq immunodiagnostic analyzer. The most likely assignable cause for the event was instrument related. The ortho field engineer performed service actions that returned the system to its expected performance. There was no evidence that a reagent related issue contributed to the event. There has been no further occurrence of the 541-014 codes since the service actions were completed, on 04 aug 2016.

Event description:
The customer reported multiple 541-014 (luminometer data invalid) condition codes that occurred with several quality control samples processed on a vitros eciq immunodiagnostic system using vitros hbsag and anti-hbs reagents. The occurrence of 541-014 codes may be indicative of several scenarios that meet the criteria for being classified as a potential health and safety complaint. There was no report that patient samples were run during the time frame of the event, however, it cannot be concluded that patients would not or could not be affected if the event were to recur undetected. There was no report of patient harm as a result of this event. (B)(4).